Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan touch pump, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation in the bladder of cylinder 2. Testing revealed this to be a site of leakage. Microscopic examination of the separation revealed a central groove, indicating contact with sharp instrumentation such as a needle. A separation was noted in the reservoir inlet tube at the tube/strain relief junction. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating stress was exerted. A group of striations was noted on the reservoir inlet tube, indicating contact with unshod instrumentation. Testing revealed this to be a site of leakage. A group of partial separations was noted on the reservoir strain relief. Testing revealed this to not be a site of leakage. No functional abnormalities were noted with the pump or cylinder 1. Based on examination and information received, it was concluded that the observed separation in the bladder of cylinder 2 would have allowed the reported leakage. The device was implanted approximately 1 year, but information was not received regarding the sequence of events leading to the observed separation . Therefore, the cause of the separation in the bladder of cylinder 2 could not be determined. The separation noted in the reservoir inlet tube at the tube/strain relief junction would have also allowed leakage. However, based on the unshod instrumentation marks surrounding the separation, it was concluded that the separation in the reservoir inlet tube and group of separations most likely occurred during explant and not the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformance's and capas revealed no trends for this lot.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information. A patient was implanted with a device in (B)(6) 2018. The implant was not inflating on pump squeeze, collapsed pump. During the operation, there was a what appeared to be a pin prick on the right cylinder of the body. Another inflatable device was implanted.